Manufacturer narrative:
This is a voluntary distributor report. The manufacturer (B)(4) is responsible for performing evaluation, investigation and any remedial actions related to this reported device issue per agreement with conmed corporation.

Event description:
This is a voluntary distributor report. The user facility contacted a conmed sales representative reporting the sb534- specimen bag broke when pulling the gallbladder through the skin incision. The gallbladder fell back into the abdominal cavity. The complaint device was disposed of by the user facility. Additional information about the patient and event are not available.